Event description:
It was reported to philips that the system's flexvision monitor was unable to display images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the flex vision monitor unable to display images. Philips provided a service quotation to the customer to address and resolve the reported problem. No service action was performed by the philips, since the quotation was not accepted by the customer due to lab was deinstalled. To date, no further information was received. The codes were updated based on the investigation outcome.